Event description:
It was reported that during a total lap hysterectomy procedure, the silastic pad fell off the blade. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Added additional information. The device was returned with the tissue pad detached but returned with the device. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
Affiliate reported that in 2009, the device was implanted via v-p shunt at 150mmh2o. One week later, the doctor changed the pressure from 150mmh2o to 140mmh2o. Five months later, the doctor changed the pressure from 140mmh2o to 120mmh2o. It was found that the ventricles of the pt's brain became too large. It was also noted that fluid did not flow through from the ventricular catheter and the valve. The following month, the valve and ventricular catheter were replaced.